Manufacturer narrative:
(B)(4). Correction - results: a lens work order search was performed and no similar complaints were found within the work order. (B)(4).

Event description:
Additional information received - the icl was explanted on (B)(6) 2011 and was exchanged for a longer lens.

Manufacturer narrative:
(B)(4). Lens not returned. Evaluation: method: lens work order search. Results: a lens work order search was performed and one similar complaint was found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Evaluation:results - visual inspection of the returned product found pieces torn off both haptics. The lens was returned dry and there was evidence of dried dark surgical residue on the lens surface. (B)(4)

Event description:
The reporter stated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in the patient's right eye (od) on (B)(6) 2011. The icl was explanted due to vaulting. Additional information has been requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). A review of the device history record was performed and nothing was found in the manufacturing process of this lens that was the root cause of the complaint. Visual inspection of the returned product found pieces of both haptics were broken; therefore the lens could not be re-measured. (B)(4).

Manufacturer narrative:
(B)(4). Medical review medical review - review of this file indicates that the icl was exchanged with a longer lens most commonly due to an inadequate vault. It has been determined that this complication is related to inaccurate white to white measurement. This is usually secondary to a mismatch between white to white and the sulcus diameter. Surgeons are advised to observe the patient for any signs or symptoms of progressive anterior subcapsular cataract formation prior to exchanging this lens. Staar recommends that the lens be explanted and/or exchanged with the right size once the surgeon determines that this condition may affect outcome of the patient's vision. If no other symptoms are observed, it is recommended to leave the icl implanted. Based on the complaint history, work order search, medical review and the evaluation of the returned product, the root cause of inadequate vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).